Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle broke during infusion with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found needle broken during infusion.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8171205. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspection. The customer did not submit a photo or physical sample to aid in the investigation. Without the sample, the failure mode could not be confirmed, nor could a possible root cause be determined at this time.

Event description:
It was reported that needle broke during infusion with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it was found needle broken during infusion.